Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a motor error alarm during bolus. Advised customer that the motor error alarm may be caused by viewing sensor glucose graph. The blood glucose reading unk. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).